Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the anesthesiologist noted that once the infusion was initiated it took the device between 1 to 1 1/2 minutes to start the infusion causing a slight delay.